Event description:
New information received on 13 mar 2023 indicated that an x-ray was performed, and externalized conductors were noted.

Event description:
It was reported that the patient presented in clinic for a routine follow-up with a riata lead that exhibited t-wave over-sensing. Programming changes were made; however, some over-sensing was still seen. The patient was stable.